Event description:
It was reported that lead dislodgement was observed. When repositioning was unsuccessful the lead was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.